Event description:
Reported by attorney. Plaintiff claims to have suffered serious bodily injuries, mental and physical pain and suffering, including but not limited to vaginal pain and painful intercourse.